Event description:
A consumer reported being unable to perform a test on their sof tact meter because of repetitive "not enough blood" error messages. This necessitated an emergency room visit and intervention when their blood sugar reading was 40mg/dl. There was no report of death or serious injury reported with the event.